Manufacturer narrative:
Device not returned. The device will not be returned for evaluation. Source and type of infection have not been provided. No patient records have been made available. Patient status was provided only as "under treatment" as of (B)(6) 2013. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the hospital will not return the device for evaluation due to reported infection. Source and type of infection have not been disclosed. Although follow up has been conducted with the surgeon and reports were requested, no patient information or patient history has been received. However, the health care provider did indicate that this explant was not device related. A supplemental report will be submitted after new information is received.

Event description:
Reportedly, a 29mm valve was explanted after an implant duration of approximately 2 months (2.53 months) due to prosthetic valve endocarditis (pve). At explant, infection was observed. Type and source of infection were not reported. A 27mm mitral valve was implanted as a replacement. No additional information was reported.